Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v620560, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was still not getting therapeutic relief since a return of his urinary symptoms on (B)(6) 2013. The reporter stated that the patient urinated 'a lot' at night. It was indicated that the patient had tried program 3. However, program 2 at 1.9v was as much as the patient could tolerate. There was no known accident related to the complaint. If additional information becomes available, a follow-up report will be sent.